Manufacturer narrative:
This case was initially received via regulatory authority FDA /manuf and user facility device exp (reference number:(B)(4)) on (B)(6) 2013. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic area"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("constant spotting (dark brown, sludge)") in a 36-year-old female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, motor vehicle accident in (B)(6) 2010, tonsillectomy (age:12) in 1995 and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: penicillin, sulfa, macrolide, losartan, sulfonamides, lisinopril and amoxicillin. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary) and astigmatism. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin since 2003 for blood pressure high and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles"), uterine leiomyoma ("uterine fibroid") and migraine ("menstrual migraine"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In 2011, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("cramping"), back pain ("back pain"), weight increased ("weight gain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved. At the time of the report, the complication of device insertion, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain and abdominal pain lower outcome was unknown, the abdominal pain, back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown, the psoriatic arthropathy had not resolved and the headache had resolved. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure placement: left implant (B)(6) 2007 and right implant (B)(6) 2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) with lot number: unknown for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On (B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: (B)(4) lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Blood pressure measurement - on (B)(6) 2010: 124/86 mmhg gynaecological examination - on an unknown date: primary. Cervical cancer screening smear cervix - in 2009: high-risk hpv then normal date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 views limited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal retrollsthesis at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet athropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On (B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5029577) on 03-may-2013. The most recent information was received on 06-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic area') in a 36-year-old female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included motor vehicle accident in (B)(6) 2010, cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, tonsillectomy (age:12) in 1995 and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: penicillin, sulfa, macrolide, losartan, sulfonamides, lisinopril and amoxicillin. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary), astigmatism and dysmenorrhea. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin since 2003 for blood pressure high, prasterone (dhea) and pregnenolone for foggy feeling in head and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("constant spotting (dark brown, sludge)"), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles") and migraine ("menstrual migraine") and was found to have uterine leiomyoma ("uterine fibroid"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In (B)(6) 2010, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), abdominal pain ("cramping"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area"), headache ("headaches"), neurological symptom ("neurological symptoms"), constipation ("still waiting for bowel movement") and feeling abnormal ("brain fog"), experienced back pain ("back pain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved. At the time of the report, the complication of device insertion, abdominal pain, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain, abdominal pain lower, neurological symptom and constipation outcome was unknown, the back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown, the psoriatic arthropathy had not resolved and the headache and feeling abnormal had resolved. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, constipation, fatigue, feeling abnormal, genital haemorrhage, headache, menstrual disorder, migraine, neurological symptom, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure placement: left implant- (B)(6) 2007 and right implant- (B)(6) 2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On (B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: ess3o5, lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Blood pressure measurement - on (B)(6) 2010: results: 124/86 mmhg. Gynaecological examination - on an unknown date: results: primary. Cervical cancer screening. Smear cervix - in 2009: results: high-risk hpv; in 2009: results: normal. Date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. In 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 views limited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal "retrollsthesis" at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet arthropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On (B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Lot number: 626144, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic area"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("constant spotting (dark brown, sludge)") in a 36-year-old female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, motor vehicle accident in (B)(6) 2010, tonsillectomy (age:12) in 1995 and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: losartan, penicillin, sulfa, lisinopril, amoxicillin, sulfonamides and macrolide. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary), astigmatism and dysmenorrhea. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin since 2003 for blood pressure high and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles"), uterine leiomyoma ("uterine fibroid") and migraine ("menstrual migraine"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In 2011, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area"), headache ("headaches") and neurological symptom ("neurological symptoms"). On an unknown date, the patient experienced abdominal pain ("cramping"), back pain ("back pain"), weight increased ("weight gain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved. At the time of the report, the complication of device insertion, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain, abdominal pain lower and neurological symptom outcome was unknown, the abdominal pain, back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown, the psoriatic arthropathy had not resolved and the headache had resolved. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, neurological symptom, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure placement: left implant- (B)(6) 2007 and right implant- (B)(6) 2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) with lot number: unknown for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On(B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: ess3o5 lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Blood pressure measurement - on (B)(6) 2010: 124/86 mmhg. Gynaecological examination - on an unknown date: primary. Cervical cancer screening smear cervix - in 2009: high-risk hpv then normal date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 viewslimited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal retrollsthesis at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet athropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On(B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: neurological symptoms. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic area'), genital haemorrhage ('heavy bleeding') and vaginal haemorrhage ('constant spotting (dark brown, sludge)') in a 36-year-old female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included motor vehicle accident in (B)(6) 2010, cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, tonsillectomy (age:12) in 1995 and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: penicillin, sulfa, macrolide, losartan, sulfonamides, lisinopril and amoxicillin. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary), astigmatism and dysmenorrhea. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin since 2003 for blood pressure high and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles") and migraine ("menstrual migraine") and was found to have uterine leiomyoma ("uterine fibroid"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In 2011, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area"), headache ("headaches"), neurological symptom ("neurological symptoms") and constipation ("still waiting for bowel movement"), experienced abdominal pain ("cramping"), back pain ("back pain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved. At the time of the report, the complication of device insertion, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain, abdominal pain lower, neurological symptom and constipation outcome was unknown, the abdominal pain, back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown, the psoriatic arthropathy had not resolved and the headache had resolved. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, constipation, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, neurological symptom, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement: left implant- (B)(6) 2007 and right implant-(B)(6) 2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On (B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: ess3o5 lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Blood pressure measurement - on (B)(6) 2010: results: 124/86 mmhg. Gynaecological examination - on an unknown date: results: primary. Cervical cancer screening. Smear cervix - in 2009: results: high-risk hpv; in 2009: results: normal. Date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 viewslimited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal retrollsthesis at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet athropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On (B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Concerning the injuries reported in this case, the following one was reported via social media: constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event still waiting for bowel movement was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5029577) on 03-may-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain in pelvic area'), genital haemorrhage ('heavy bleeding') and vaginal haemorrhage ('constant spotting (dark brown, sludge)') in a 36-year-old female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included motor vehicle accident in (B)(6) 2010, cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, tonsillectomy (age:12) in 1995 and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: penicillin, sulfa, macrolide, losartan, sulfonamides, lisinopril and amoxicillin. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary), astigmatism and dysmenorrhea. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin since 2003 for blood pressure high, prasterone (dhea) and pregnenolone for foggy feeling in head and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. It was removed on (B)(6) 2014. A new essure was inserted on (B)(6) 2008. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles") and migraine ("menstrual migraine") and was found to have uterine leiomyoma ("uterine fibroid"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In (B)(6) 2010, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), abdominal pain ("cramping"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area"), headache ("headaches"), neurological symptom ("neurological symptoms"), constipation ("still waiting for bowel movement") and feeling abnormal ("brain fog"), experienced back pain ("back pain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved. At the time of the report, the complication of device insertion, abdominal pain, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain, abdominal pain lower, neurological symptom and constipation outcome was unknown, the back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown, the psoriatic arthropathy had not resolved and the headache and feeling abnormal had resolved. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, constipation, fatigue, feeling abnormal, genital haemorrhage, headache, menstrual disorder, migraine, neurological symptom, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure placement: left implant- (B)(6) 2007 and right implant- (B)(6) 2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On (B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: ess3o5 lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Blood pressure measurement - on (B)(6) 2010: results: 124/86 mmhg. Gynaecological examination - on an unknown date: results: primary. Cervical cancer screening. Smear cervix - in 2009: results: high-risk hpv; in 2009: results: normal. Date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 viewslimited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal retrollsthesis at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet athropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On (B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event brain fog was added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA /manuf and user facility device exp (reference number: mw5029577). The most recent information was received on 14-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain in pelvic area"), genital haemorrhage ("heavy bleeding") and vaginal haemorrhage ("constant spotting (dark brown, sludge)") in a (B)(6) female patient who had essure (batch no. 626144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gallbladder removal) in 2003, removal of wisdom teeth in 2002, motor vehicle accident in (B)(6) 2010, tonsillectomy (age:12) in (B)(6) and cholecystectomy. She denies any sob/cough, difficultly swallowing; no history of pneumonia, heart disease, bronchospasm or inhaler use, pleuritic pain, history of travel, leg symptoms respectively. She denies any sinus pain, headache, congestion and denies shortness of breath but her cough is becoming more and more relentless; she has no known food allergy; denied alcohol and tobacco use. Previously administered products included for an unreported indication: losartan, penicillin, sulfa, lisinopril, amoxicillin, sulfonamides and macrolide. Past adverse reactions to the above products included drug intolerance with macrolide; hypersensitivity with penicillin and sulfa; rash with amoxicillin and sulfonamides; and swelling with lisinopril. Concurrent conditions included allergic rhinitis (cause unspecified), rectal bleeding, irritable bowel syndrome (but no previous colonoscopy, ulceration noted on anoscopy), urinary tract infection, angioedema, back pain, enthesopathy (hip region), viral infection, pharyngitis, psoriasis, dysmenorrhea, fibroids, adenomyosis, benign essential hypertension, trochanteric bursitis, metabolic disorder, myopia (primary) and astigmatism. Family history included autoimmune thyroiditis (mother), thyroidectomy (mother), thyroid nodular (mother), allergic rhinitis (grandmother), hypertension (mother), depression (mother), hypertension (father), cancer (father: skin cancer, prostate cancer), hypertension (brother), diabetes (maternal grandmother), diabetes (paternal grandmother), cancer (paternal grandmother : skin cancer, prostate cancer), colitis (mother), gout (mother) and osteoarthritis (mother). Concomitant products included amlodipine, lisinopril, losartan potassium (cozaar) and prazosin in 2003 for blood pressure high and diphenhydramine for multiple allergies and itching. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue/extreme fatigue"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstrual cycles"), uterine leiomyoma ("uterine fibroid") and migraine ("menstrual migraine"). In 2009, the patient experienced psoriasis ("autoimmune disorder (psoriasis)"). On (B)(6) 2010, the patient experienced dizziness ("dizziness"). In 2011, the patient experienced psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2014, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("cramping"), back pain ("back pain"), weight increased ("weight gain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues"). On an unknown date, the patient experienced complication of device insertion ("difficult implantation procedure"), peripheral swelling ("swelling of the feet and legs"), vitamin d deficiency ("vitamin d deficiency"), vaginal discharge ("discharge"), menorrhagia ("heavy period clots"), vulvovaginal pain ("severe and persistent pain in vaginal area") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("cramping"), back pain ("back pain"), weight increased ("weight gain"), menometrorrhagia ("irregular heavy periods"), memory impairment ("forgetfulness") and bladder disorder ("bladder issues"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain, genital haemorrhage, vaginal haemorrhage, arthralgia, fatigue, psoriasis, abdominal distension, menstrual disorder, uterine leiomyoma and migraine had resolved, the psoriatic arthropathy had not resolved. At the time of the report, the complication of device insertion, dizziness, peripheral swelling, vitamin d deficiency, vaginal discharge, menorrhagia, swelling, vulvovaginal pain and abdominal pain lower outcome was unknown, the abdominal pain, back pain, weight increased, menometrorrhagia, memory impairment and bladder disorder outcome was unknown and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, psoriasis, psoriatic arthropathy, swelling, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for back pain, bladder disorder, complication of device insertion, dizziness, memory impairment, menometrorrhagia, menorrhagia, peripheral swelling, vaginal discharge, vitamin d deficiency and weight increased with essure. The reporter commented: essure placement: left implant (B)(6) 2007 and right implant(B)(6)2008 (physician performed the essure procedure placement twice because he could not get the coil in her left fallopian tube on (B)(6) 2007) with lot number: unknown for left implant and (B)(6) 2008 (right implant) - lot number is 626144. Patient did not claim that she was allergic to nickel or any other component of essure. She did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. On (B)(6) 2007, starting with the it (left) tubal ostia, the essure device was placed, released, and disengaged from the guide wire arid the wire removed with 1 coils left in the uterine cavity. On (B)(6) 2008, the device on the lt was totally over grown with endometrium and not visible. Physician had left only one coil in the cavity. The device used was ref: ess3o5 lot: 626144. On the right tubal ostia, the essure device was placed released and disengaged from the guide wire and the wire removed with 4 coils left in the uterine cavity. There was some tubal spasm. On (B)(6) 2011, office visit: she was diagnosed with nutritional and immunity disorder. The outcome of the events: extreme fatigue, headaches, bloating, joint pain, heavy bleeding, psoriasis, cramping, severe and persistent pelvic pain, abnormal menstrual cycles, uterine fibroids, and constant spotting. Experienced immediate relief of all symptoms following my removal surgery, except arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was(B)(6). Blood pressure measurement - on (B)(6) 2010: 124/86 mmhg. Gynaecological examination - on an unknown date: primary. Cervical cancer screening smear cervix - in 2009: high-risk hpv then normal. Date not specified, nos: x-ray, nos - images showed that only 1 fallopian tube was blocked. 2008, nos: x-ray - images showed that both fallopian tubes were blocked. On (B)(6) 2008, hysterosalpingogram showed satisfactory placement of the essure device. The fallopian tubes appear to be occluded at the cornua a bilaterally. On (B)(6) 2008, transabdominal and endovaginal showed pelvic ultrasound suspect small 5x4x7mm submucosal fibroid intending the fundal portion of the endometrium. 3 mm myometric cyst. Bilateral corneal micro-inserted were present consistent with previous sterilization procedure. On (B)(6) 2010, x-ray cervical spine showed 2 or 3 views limited odontoid view, no fracture identified, and degenerative disc disease at c5-6. These likely accounts for the minimal retrollsthesis at this level. On (B)(6) 2011, x-ray lumber spine 2 or 3 views showed at t12. Mild degenerative disc disease throughout the lower thoracic and lumber spine, mild facet athropathy l4-5, l5-51. On (B)(6) 2011, x ray thoracic spine 2 views showed mild s shaped rotoscollosis, mild diffuse degenerative disc of the thoracic spine. On (B)(6) 2011, x-ray foot rheumatism bilateral showed mild bunion formation. Otherwise normal feet bilaterally. No evidence of arthritis. On (B)(6) 2011, x-ray sacroiliac joint showed minimal sclerosis in the area of the si joints without evidence of bony fusion. On (B)(6) 2012, us pelvis (includes transvaginal exam) showed suspect small 5 x 6 x 7 mm submucosal fibroid indenting the fundal portion of the endometrium. 3 mm myometrial cyst. See comments above. Bilateral corneal micro-inserts are present consistent with previous sterilization procedure. On (B)(6) 2012, x-ray pelvic ultrasound showed a possible small fibroid and a small cyst in the uterus. Primary, screening for endocrine, seasonal allergies nutritional, metabolic and immunity disorder. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. [Addendum: this case was converted from the conceptus database into argus on 06-nov-2013. The medical content of the case was not changed.] Most recent follow-up information incorporated above includes: on 14-nov-2017: this case was converted from the conceptus database into argus on (B)(6) 2013 and was initially reported by a consumer. Further information was received on (B)(6) 2017 and qualifies this previous conceptus case as reportable case by bayer. New information added: case was upgraded in the incident category. Reporter information was updated. This case refers to (B)(6) patient. Patient demographics were updated. Patient concomitant/historical condition, family history, historical drug were added. Essure implantation and explantation date was added. Indication was added. Lot number: 626144 (expiration date was not provided) was added. In (B)(6) 2007, patient experienced severe and extreme fatigue clubbed with fatigue, bloating, swelling, psoriatic arthritis, severe and persistent pain in pelvic (treated with pain relievers and hysterectomy) with persistent pain/sharp stabbing pain, severe and persistent pain in vaginal area, headaches, heavy bleeding, cramping, abnormal menstrual cycles, uterine fibroids, and constant spotting (dark brown, sludge). Psoriasis (2009); psoriatic arthritis (2011). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.